Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead was in place, the rv lead could not be spun out normally. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.